Event description:
It was reported that the insulin pump alarmed motor error during bolus. Assisted customer with clearing the alarm. Advised customer to disconnect from the insulin pump. Motor error alarm occurred 10 times within the last 30 days. Insulin pump's alarm history showed a motor position encoder error. Customer does not use the sensor feature, but able to rewind insulin pump. Advised customer to return insulin pump with battery and zero out the basal rates. The blood glucose reading was unknown. Nothing further reported.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Assisted customer with clearing the alarm. Advised customer to disconnect from the insulin pump. Motor error alarm occurred 10 times within the last 30 days. Insulin pump's alarm history showed a motor position encoder error. Customer does not use the sensor feature, but able to rewind insulin pump. Advised customer to return insulin pump with battery and zero out the basal rates. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
The summary provided with the initial report was incorrect. The correct summary has been provided on this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.